Event description:
A medtronic representative reported that during a cranial biopsy, the surgeon made two plans for two separate lesions on opposite sides of the patient's head. They selected and took a sample from plan one, then turned it off and selected plan two. They re-set the entry point and locked the trajectory. Once advancing the needle, the surgeon reported the guidance view was off and it was showing a target across the mid-line of the brain. The surgeon stopped, deleted the plan 'one' from the system and re-tried plan 'two' with success. The procedure was completed with the use of the stealthstation s7 system. No impact to the patient outcome was reported.

Manufacturer narrative:
Device's manufacture date provided.

Manufacturer narrative:
Device manufacture date is unavailable at this time. The issue could not be replicated. Unable to determine root cause since the issue cannot be replicated. Stealth archives were not forwarded to manufacturer as site reported issue was resolved.